Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 50 mg/dl and 97 mg/dl. Customer also reportedly received the following results on the mobile system within 10 minutes: hi (>600 mg/dl) and 127 mg/dl. No adverse event reported. Test strips are no longer available. Requested return of meter for evaluation.